Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip (80412u130) was implanted, reducing the mr to 1. The next day ((B)(6) 2018), during a routine echocardiogram, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. On (B)(6) 2018, a second procedure was performed for treatment. One clip was implanted to stabilize the slda clip and to reduce the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mitral regurgitation was likely a result of the slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.